Manufacturer narrative:
Qc provided by the customer was within the laboratory's established ranges. A field service engineer (fse) went on-site, serviced the instrument and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results (in the 120 mmol/l range) generated by the unicel dxc 600 pro synchron clinical system. Some results were reported outside of the laboratory. When repeated on an alternate instrument, the results were in the normal range of 130-140mmol/l and reports were amended. Only two examples were provided by the customer. There was no affect to patient treatment with regard to this event.